Event description:
Report received from the USA stating that the device had a vibration issue. Device was not used in surgery;. Date of the event is unk. It is unk if injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).